Event description:
It was reported that the user experienced multiple occlusion alarms overnight with unsuccessful insulin delivery, leading to repeated supply changes, ultimately with a successful supply change after which delivery resumed; and education on occlusion was completed. User experienced an elevated blood glucose peak of 401mg/dl when delivery failed with no associated clinical symptoms. Outcomes included no health consequences or lasting impact. User support included troubleshooting and education related to occlusion alarms and infusion set management. Investigation of this case revealed an infusion set occlusion that resolved only after changing supplies, consistent with infusion set and connector performance issues affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion and set issues leading to interrupted insulin delivery.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.